Event description:
The meter was reading approximately 100 points higher than the doctor's office. Pt received a reading of 284mg/dl with this meter and 147mg/dl with a competitive meter. A review of the system was conducted over the phone. Customer did not have necessary supplies to complete review. Customer was asked to return the meter for further testing and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.